Event description:
Customer left a review on saalt's website explaining that they had to seek medical assistance to have their cup removed because they could not remove it on their own. Saalt emailed the customer directly to seek additional information about their experience. We asked how long they had been wearing the cup before they chose to seek medical assistance to have their cup removed, what their doctor said about their cervix height after removing the cup, what resources the customer had utilized before choosing to seek attention. Saalt attempted to contact the customer three times over 30 days and did not receive a response. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."